Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs ipg was explanted on (B)(6) 2015 due to the patient being unable to charge her system and subsequently losing stimulation.

Manufacturer narrative:
Results: the complaint for ¿not able to charge¿ was not confirmed. As received, the ipg revealed some instrumentation marks on the header and is consistent with explant procedure. The unit was fully charged on the lab charging bank to 3.958v to verify the charging ability of the ipg and to enable testing the ipg using the autotester. The ipg was then functionally tested on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry and the output signal integrity. The ipg passed all portions of the test. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.